Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that after a coronary orbital atherectomy procedure, the patient status declined and the patient expired. The target lesion was located in the left anterior descending (lad) artery. The physician had successfully treated the lesion using a csi orbital atherectomy device (oad), performing one run at low speed for 30 seconds and one run at high speed for 15 seconds. The physician removed the oad and deployed three stents across the lesion. Approximately 45 minutes later during final closing of the patient, the patient status declined and angiography revealed thrombus in the lad and left main artery. Emergency measures were performed in an attempt to revive the patient, but the patient expired. Requests for additional information were made, but were denied by the facility due to internal policies.